Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 3 of 3 reports associated with the same patient, who was hospitalized multiple times for diabetic ketoacidosis (dka). Please see related record (B)(4).

Event description:
It was reported an unspecified malfunction/issue occurred. The date of the event is an approximation. This is 3 of 3 reports associated with the same patient, who was hospitalized multiple times for diabetic ketoacidosis (dka). The patient experienced a hyperglycemic event on an unspecified day following sensor insertion. On (B)(6) 2026, the patient reported experiencing ¿multiple medical incidents where she went into dka and was hospitalized several times,¿ which are documented in the related reports. At the time of these events, the patient was using a tandem insulin pump. The patient alleged that the dexcom device may have contributed to these incidents; however, she refused to provide any additional event details. She further stated that she would not be providing dexcom with any additional information and intended to report the incidents to a legal representative. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2026-110129 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. A correction was entered on (B)(6) 2026. Technical support clarified that the event was already documented under (B)(4); therefore, this submission was identified as a duplicate. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.